Event description:
Additional information was received. It was reported that yes, the issue occurred after an incision had been made on the patient.

Manufacturer narrative:
H2: correction: these codes are now included f1908, f1901, f1906, and f1909 to reflect the delay to the procedure and aborted/rescheduled surgery. Additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The power supply was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: svc o2 bi71000576r starter upgd kit rfb, svc o2 bi71000230r pcba gnrtr bstr rfb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the radiation was disabled on the pendant. The site attempted 3 reboots total. The site reported the gears were loading but unable to get past radiation disabled. The site confirmed the system was calibrated and checked by a physicist on november 8th. The site had not used the system since it was calibrated. They shut down the system, disconnected the image acquisition system (ias) and mobile view station (mvs), rebooted, then reconnected the umbilical cable. There were no changes. The site confirmed the dongle on the ias was fully seated. The site confirmed the key was horizontal on the ias. The site attempted to recalibrate but was unable to complete. Surgery was reported to be aborted and rescheduled and there was a delay of less than one hour. There was no impact to patient outcome. The issue occurred during acquiring patient scans.